Event description:
It was reported that the customer experienced life-threatening diabetic ketoacidosis. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Device not returned.